Event description:
It was reported that approx a week after a lar procedure, the small bowel became ischemic in the area of the circular stapler anastomosis. The anastamosis was checked during the original procedure, there were no air leaks present, but the pt was brought back to surgery a week later. The pt was re-operated on and the anastomosis was resected and repaired. There is no other reported pt consequences at this time.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.